Manufacturer narrative:
The skull clamp assembly was replaced and returned for evaluation. Results of analysis are as follows: the adjustment/lock knob mechanism is worn and there appears to be some extra play after locking. This allows excess play between the male and female assemblies of the skull clamp. Improper cleaning methods are evident as the unit is missing paint and deep scratches. This may have contributed to the original issue.

Event description:
During a patient procedure on (B)(6) 2020, the neurosurgeon had difficulty with the third connecting part of the hfd100 skull clamp assembly (skull clamp adapter and the starburst of the skull clamp base). The beveled grooves did not feel secure or reliable. He exchanged the skull clamp assembly for a horseshoe headrest and completed the procedure successfully. There were no adverse consequences experienced by the patient.